Event description:
It was reported by patient's attorney as a result of a legal claim that allegedly the patient underwent a right total hip arthroplasty on (B)(6) 2017. It is further alleged that patient experienced pain and instability and was revised for acetabular shell loosening on (B)(6) 2019.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.